Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation as service required. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. And observed the pca burned u4 and the screen with scratched. The customer complaint was reproduced. There was one error code has been identified. The device was scrapped.